Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 800 mg/dl at the time of incident and current blood glucose value is 295 mg/dl. Customer reported other blood glucose value was 400mg/dl to 800 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection and insulin drip. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed. The insulin pump will be returned for analysis.